Manufacturer narrative:
Additional information is added to d9, h3, h4, h6, and h11. H4: device manufacture date: updated from 07/20/2024 (as previously reported) to 07/21/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed to the sample using the naked eye and all components were correctly placed and according to the specification. A small movable black piece of "plastic" was observed inside the patient line. Functional tests were performed which included a pressure test with no leaks noted and a pull test which did not reveal any separations. Additionally, the sample was subjected to a simulated use test in a cycler machine with no issues noted. However, the reported condition "black object inside the patient line" was verified. The cause of the condition was determined to be a manufacturing related. Issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unidentified black object inside the patient line of a homechoice automated pd set with cassette. This was described as the home patient (hp) ¿noticed there is a black object stuck inside the patient line during the priming¿. This occurred during setup/preparation for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services helped the hp in removing the cassette and starting with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.